Event description:
The pt reported experiencing air in the infusion tubing of her infusion sets which results in elevated blood glucose of up to 280 mg/dl. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
The pt did not require medical assistance from a healthcare professional or second party to address the issue.